Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: unknown, product type: catheter . Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [3000 mcg/ml] at a dose of 1868.9 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the patient came in for a refill on (B)(6) 2019 and the team expected 5 ml of baclofen to be withdrawn from the pump but instead withdrew 23 ml. The patient did not report any symptoms of withdrawal that they could remember and the clinical team monitored the patient and reported no unusual movements or lack of movement. It was noted the patient did mention they had been feeling a little bit more stiff in recent days but nothing too drastic. No troubleshooting was reported to have been carried out although a dye study and roller study had been suggested. There were no environmental/external/patient factors that may have led or contributed to the issue reported. The patient's pump was refilled and the patient was given oral baclofen as a back up and advised to go to accident and emergency if symptoms of baclofen set in. It was also stated that there was no issue with the catheter reported as the issue seemed to be with the pump. At the time of the report it was unknown if the issue was resolved. Surgical intervention did not occur and it was unknown if it was planned. The patient status at the time of the report was "alive - no injury." No further complications were reported.

Manufacturer narrative:
Additional information has clarified that MFR report number 3004209178-2019-01851 and MFR report number 3007566237-2019-00418 can be captured within one event. All further information regarding this event will be captured in MFR report number 3007566237-2019-00418. If information is provided in the future, a supplemental report will be issued.